Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger product ID 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient needed an MRI due to a brain seizure. It was noted that the reporter was unsure if the seizure was device related. Additional information has been requested but was not available as of the date of this report.